Manufacturer narrative:
Date received by manufacturer, corrected data: initial report inadvertently listed the aware date as '11/17/2017' instead of '11/16/2017'.

Event description:
Follow up with the surgeon revealed that the cause of the reported urinary tract infection, sepsis, fever and low blood pressure was due to a long term foley catheter in a traumatized and immunocompromised patient and were unrelated to the vns.

Manufacturer narrative:
Yazdi n, schumaker j. Treatment of refractory status epilepticus with vagus nerve stimulator in an elderly patient. World neurosurgery. November 2016. 95:620.e1-620.e7.

Event description:
It was reported via an article received that the patient was diagnosed with a urinary tract infection and sepsis the day following the vns implantation surgery. The patient had a temperature of 101.4 ºf and low blood pressure requiring boluses of IV fluid. The patient was placed on antibiotics and the fever and blood pressure issues resolved after 4 days. It was stated that the patient's vns was programmed on in the operating room. No additional relevant information has been received to date.